Event description:
It was reported that the patient was experiencing fatigue and weakness due to (B)(6) infection at the ipg site. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Event date: exact date unknown, event occurred approximately on (B)(6) 2022.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7070842/7082825.

Event description:
It was reported that the patient was experiencing fatigue and weakness due to staphylococcus infection at the ipg site. The patient underwent an ipg explant procedure. Additional information was received that the patient stated that she was prone to infections. The spinal cord stimulator (scs) system was explanted. The explanted ipg and leads were not returned.